Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the results of the inspection, it was determined that the nozzle was clogged by dirt that accumulated daily. The presumed causes of this event were the following: there were differences between reprocessing methods performed by the user facility and reprocessing methods recommended by the instructions for use (IFU). Training for staffs in the user facility regarding device handling as per IFU, handling of devices before they were returned to olympus, and reprocessing was insufficient. Users can detect the suggested event properly by handling the device in accordance with the following IFU. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system, inspection of the air-feeding function, inspection of the objective lens cleaning function, inspection of ancillary equipment: inspect the following equipment as described in their respective instruction manuals. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw [air/water] channel cleaning adapter after each patient procedure. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. According to the field service engineer's (fse) investigation: the foreign materials were the dirt that accumulated everyday, and could be removed from the nozzle. Fse has already told the user how to reprocess the nozzle correctly. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the evis lucera elite colonovideoscope had defects in the air/water nozzle. The facility confirmed the unknown diagnostic procedure was completed with the same device and did not delay more than fifteen minutes. The event was found during reprocessing after the procedure. There was no harm or user injury reported due to the event. Upon inspection and testing of the returned device, it was observed that the nozzle was clogging with dirt due to insufficient or incorrect reprocessing of the scope. This report is being submitted for the event found during estimation.